Event description:
Dexcom g7 failure. It was reading 70 points higher than it should have been, this making us believe the glucose level was fine. After my mother was in and out of consciousness, and completely passed out we called 911. She was rushed to the hospital and had an actual glucose level of 20. When she arrived she was in coma, beginning stages of organ failure and had a body temperature of 90 degrees. Had she not been transported to the ER, she would be dead from this system because she was never alerted her blood sugar was low.